Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported that the patient experienced discomfort (heating sensation) at the scs ipg site while attempting to charge the ipg. As a result, surgical intervention was undertaken ((B)(6) 2017) wherein the scs ipg was explanted and replaced with another model.

Event description:
Additional information received that the pocket heating issue resolved with ipg replacement.